Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction and the "vent stuck" alert message. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) displayed a "vent stuck" message alert. The patient was reported to have become desaturated subsequently causing the registered nurse (rn) to call the respiratory therapist. The patient was removed from the ventilator, manually ventilated with an ambu bag then transferred to another ventilator. The user facility reported that the patient expired approximately 24 hours after this incident.